Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an inability to power on the system/ the system powered off immediately after unplugging it from the outlet. The ups and batteries were both replaced. The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the battery measured 21.65 vdc. The accompanying ups had blown fets, which would drain the battery and prevent it from charging. The ups was returned to the manufacturer for analysis. Analysis found that standalone tested and found to have blown fets, but had expected voltage. The power button illuminated and powered the unit on/off as intended. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was unable to turn on the system. The site connected the camera cart to the main cart then attempted to turn it on with the camera on/off button, but it did not work. The site attempted multiple outlets, but were unable to get the system turned on. There was no patient present when this issue was identified.